Manufacturer narrative:
Bd had received photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® urine analysis preservative tube had a damaged cap.